Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from the united states of peritonitis in a patient subsequent to dianeal therapy for continuous ambulatory peritoneal dialysis (pd). Action taken with pd solution was not reported. On an unreported date in (B)(6) 2010, the patient underwent placement of a new pd catheter. On an unreported date a few weeks after the catheter placement, the patient noted painless cloudy peritoneal effluent. On an unreported date in (b)(64) 2010, continuous ambulatory pd was restarted with a smaller dwell volume (2l instead of 2.5 l). The patient tolerated pd well without impairment of small-molecule clearance or ultrafiltration. Over the course of the next 5 months, the patient presented three additional times with cloudy pd fluid. Intraperitoneal (ip) vancomycin or cefazolin was administered each time. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.